Manufacturer narrative:
The pump powered up properly after battery installation. There was no unit reset or blank display noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. The pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump had minor scratched lcd window, broken battery tube threads, broken reservoir tube lip, missing o-ring and scratched reservoir tube window.

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The father states the pump is damaged. The damage is located on the battery compartment opening. The customer's blood glucose level was 153mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.